Event description:
In 2004, the pt contacted lifescan alleging that her one touch sure step enhanced meter was reading inaccurately high. The pt obtained a 295 mg/dl on the reported meter, while having no symptoms of high or low blood glucose levels. The pt contacted a medical professional and rec'd phone advice. No further treatment was sought. The pt neither alleged harm nor experienced injury or medical intervention. The customer svc rep confirmed that the approximate room temp where the reading was taken was within range, the air in the room was dry, and the test strips were within expiration, stored properly, and not opened longer than the discard date. The csr discovered that the meter was not being cleaned according to the owner's manual. The csr also discovered through troubleshooting that the test strips had no reaction or color change. The pt reported having 14 vials with the same lot #. Based on the info, there is an indication that the prod malfunctioned and that the event meets the criteria for medical device reportable. The meter, test strips and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them, if either the meter or strips are returned, lifescan will veal it/them and if, either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.